Event description:
A physician attempted an arteriotomy closure with a starclose vascular closure system after an interventional procedure. The physician successfully deployed the starclose clip. The physician was unable to remove the device as it was stuck in the patient's groin. After some manipulation of the device without success, the physician pulled hard and the device was removed. Hemostasis was achieved with the starclose clip. There were no patient injury reported.

Manufacturer narrative:
Upon investigation of the returned device, it showed a nut to rod bond to failure. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".